Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that there was an issue on the system. Review of the system log file by rse showed that the system's software is r5.0.6. Rse found that the issue was due to system software not upgraded to r.7.2. However, upon further communication with the customer, the system was replaced with azurion flex arm and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced errors of " post frontal collimator failed" and " application error: xray generator failed to prepare for acquisition.". There was no reported patient or user harm.